Manufacturer narrative:
Serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server was not communicating. A technical support specialist (tss) investigated the issue and found pyxisldap account password was expired. The tss fixed active directory (ad) issue and confirmed the server was working. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the server was not communicating. The customer stated that the pyxis server was not connecting to the facility's server. They reported that the issue was affecting the entire site, and staff were unable to dispense medications due to the communication outage. The customer stated that they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.